Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of an unknown access set disconnected from a non-baxter tpn (total parenteral nutrition) solution bag. This resulted in the solution flooding the floor. The set was then forced upward to stop the flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.